Event description:
The customer reported that 2 drops of fluid had dripped onto the countertop from the aspirator probe of a coulter act diff analyzer while troubleshooting low quality control (qc) recovery. The customer was wearing personal protective equipment consisting of gloves and lab coat and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and found a valve (vl8) was which was not supplying vacuum to the probe. The fse noted that the fluid from the probe was dripping into the control vials, hence diluting the controls which gave the customer low qc values. The fse proceeded to replace vl8 which had resolved the leak as well as the qc issues. Failure mode was determined to be vl8 not supplying vacuum to the aspiration probe.

Manufacturer narrative:
(B)(4).